Event description:
Physician was attempting to deliver 1 endeavor resolute drug-eluting stent to a narrow lesion in the lad with 75% stenosis but the stent could not pass. The lesion had been pre-dilatated. Physician tried multiple times but failed. The physician gave up surgery. Patient is good. Evaluation summary: the stent was positioned correctly on the balloon between the inner shaft markers as per specification requirements. Initial mandrel movement failed due to a blockage in the inner lumen which could not be removed and is most likely due to crystallised saline/blood following flushing of the guidewire lumen prior to the procedure, loading onto the guidewire and insertion. Multiple struts from the 3rd, 4th, 5th, 6th and 7th proximal stent segments were deformed. Struts from the 4th and 7th proximal stent segment were raised. The strain relief was bent and the hypotube was kinked at 44cm and 81cm distal to the end of the strain relief. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (failure to deliver and deformation). Patient¿s condition affected effectiveness of device (lesion morphology) ¿ 75% stenosis. Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 75% stenosis. Inherent risk of procedure ¿ (failure to deliver and deformation). (B)(4).